Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer was using the cartridge past the recommended amount of days. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.